Event description:
It was reported that the patient experienced a catheter occlusion (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: catheter model # 8709 lot # j10823r40 implanted: (B)(6) 2001 explanted: unk.